Event description:
Multiple pt complications such as: pt pain, genito-femoral nerve entrapment, azoospermia and ilio-inguinal nerve entrapment. Event was reported to co by FDA (ref. Mw1034970). Info regarding the identity of the individual or user facility that reported the event to FDA was not identified.